Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's father that the customer's device has been alarming low suspend. Customer's father stated the daughter's blood glucose displayed 3.1mmol/l and her actual blood glucose was 12mmol/l. They calibrated it seems to pick up, but it reoccurred and not it displays calibration not accepted/change sensor. Advised to remove and change out sensor. Advised customer the device will be replaced.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed continuity resistance test, sensor passed per specifications. Performed bicarbonate buffer test. Sensor passed with accurate readings.